Event description:
It was reported that a user contacted support because the ilet displayed that dosing had stopped after reconnecting a g7 cgm, and the user did not understand that dosing would resume after the sensor warm-up; the user had not worn the ilet for about a month and had just re-entered the g7 information. There were no reports symptoms or clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to not comprehending that dosing was stopped, with no applicable component-specific issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.